Event description:
The customer tried her saalt cup for the first time and could not remove it. She attempted to remove it after wearing it for one hour and could not so she waited another 8 hours. When she could not get the cup out she decided to sleep with it in and try again in the morning. After sleeping with the cup in she was again, unable to remove the cup. The customer went to a doctor and had the cup removed after having had it in for 17 hours. The customer used many educational materials to aid her in removal but was ultimately unsuccessful on her own. The doctor was able to remove the cup by inserting a finger and hooking it on the rim, rather than pinching and pulling it out. The customer stated that she has a small vaginal opening. The device was not returned for evaluation. The event is not a new or novel event, and based on the severity of the individual occurrence, no CAPA is required at this time. Additional actions which may include CAPA activity and/or escalation of noted issues will be taken if an outlying trend for an event is noted. The reported event could not be confirmed as the device was not returned for evaluation. The most likely root cause of the reported event could not be conclusively determined. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."